Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that they had low blood glucose value. Customer's blood glucose value was 50 mg/dl and sensor glucose value was 370 mg/dl. Insulin pump will be returned for analysis.